Manufacturer narrative:
H6 correction: added fdd code a072103. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient responded and reported that they have contacted their device managing physician about the loss of stimulation sensation issue and was told they weren't supposed to feel stimulation. Patient further stated that the pressing on the bladder sensation has been resolved, and that the device was still in use. They have since then upped the meter to a higher setting but still hasn't received adequate therapy. No further actions were taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. In response to the inquiry for additional information on steps being taken to resolve the issue, the patient reported that they had just ¿turned it up,¿ noting that ¿you have to leave it for awhile at the new setting.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that something was wrong. Their new interstim system was not working as well as the previous ones because the patient was holding their urine and it feels like something is pressing on patient's bladder like they have to go. For the last 2 days, the patient had just been able to get out of bed without urinating, so they think maybe their body is starting to adjust from the surgery. The patient was going to see their doctor in another week and was not sure what do to. Patient services reviewed the option to turn therapy down or off if the patient feels that the device is causing the pressing sensation on the bladder. Recommended patient consult with managing physician's office to determine cause of symptoms and appropriate interventions. There were no device issues reported, and no further patient complications reported at this time. Additional information was received from the patient. They reported that since surgery in june, they were not getting results like they had with the old one. Their symptoms improved during the day, but at night they were still bad; they were not getting the results they were supposed to. Yesterday they went to the doctor's office and their program was changed, but they were not feeling the strong fluttering in their vagina. They thought they were supposed to feel it. Yesterday they upped it, but when they used their control equipment, as soon as they put the handset away, they stopped feeling stimulation. They thought it was not working and confirmed they were not deliberately sliding the patient application to off on the left. The patient was worked with to use their equipment and connect using the patient application. They reported they were on program 1 at 1.4 volts, and stimulation was on. They increased, said they felt it, then immediately stated they stopped feeling it, and the screen was still lit up. General system information about stimulation feeling, equipment use, and therapy effect was reviewed, as well as general device information. It was recommended they continue working closely with their doctor. They planned to monitor their symptom results and continue working with their doctor and program settings if needed.